Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd kiestra¿ inoqula+¿ tla has been found producing incorrect results. No patient impact was reported.